Event description:
On (B)(6) 2013, the patient contacted animas, alleging a temperature (temperature issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box and history downloads were not available due to moisture damage to the pump. The returned battery was found to be corroded. The pump was unable to power up and investigation on the reported temperature issue was unable to be completed. The pump was opened; moisture and corrosion was observed on the display screen, the power circuit, and force sensor circuit.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.